Event description:
Following cab completion, on the inner aspect of left lower leg at 4-5 inches below the knee a dime size area with central white core surrounded with red circular edge is apparent. Appears to be a burn from the internal leg cauterization concurrent to the vein harvested for use in the cab.